Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced low and high blood glucose level. Customer¿s blood glucose was 54 mg/dl, 400 mg/dl. The customer treated low blood glucose with carbohydrates and high blood glucose with insulin pump. Customer declined troubleshooting for low and high blood glucose. The insulin pump will not be returned for analysis.